Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.